Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 09/01/2016, that on (B)(6) 2016, the patient experienced intermittent audio output and a hypoglycemic event. Patient reported that she had a rough hypoglycemic incident and there was no alarm from the receiver. The patient had set the alarm to the loudest setting before bed, but there was no audible alarm. The patient's fiancee rolled over and noticed that the patient wasn't just sleeping and woke her up. Patient realized that the dexcom had been at a flat-line for an hour and a half because it doesn't read below 40mg/dl. Patient's fiancee provided the patient with a glass of juice. No medical attention was sought. At the time of contact, the patient was normal and healthy. No additional event or patient information was provided. The complaint device was returned for evaluation. The receiver was determined to be in good condition based on external visual inspection. Log review did not contain anything related to the customer complaint. Global receiver functional testing resulted in no failures. The reported fault could not be reproduced with the receiver. The customer complaint could not be confirmed. A root cause could not be determined.